Event description:
Customer reported three false positive urine samples on three patients. Repeat testing yielded a negative result. The patient's treatment was not affected by the urine test result. No treatment was provided or denied prior to the ultrasound test.

Manufacturer narrative:
Customer stated that they clean instrument test table weekly. Manufacturer to send replacement test table. Customer will report all positive tests and monitor.